Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In (B)(6) 2016, an unknown sized epic mitral valve was implanted. On (B)(6) 2019, the patient underwent a replacement procedure due to tearing of the valve. The physician reported due to the sewing process of the porcine tissue on the valve, there was a larger flow area but with a higher risk of laceration. The patient is recovering.

Manufacturer narrative:
An event of a valve explanted due to a tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, the valve did appear to have one cusp torn from the stent post. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2016, an unknown sized epic mitral valve was implanted. On (B)(6) 2019, the patient underwent a replacement procedure due to tearing of the valve. The physician reported due to the sewing process of the porcine tissue on the valve, there was a larger flow area but with a higher risk of laceration. The patient is recovering.